Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that main board program software installed had become corrupted. The main board was replaced to resolve the malfunction. The cause of the corrupted software could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.